Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was this case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved. Citation: the journal of urology 2013, vol. 190, 909-915; doi: http://dx.doi.org/10.1016/j.juro.2013.03.027. (B)(4).

Event description:
Title: transvesical laparoendoscopic single site surgery to remove surgical materials penetrating the bladder: initial clinical experience in 9 female patients this case series aimed to describe the authors¿ positive experience with 9 patients who underwent t-less to remove iatrogenic foreign bodies from the bladder at a single referral center. From feb2008 to nov2012, 9 female patients (23 to 63 years old) who underwent tvt tape/mesh procedure for anti-incontinence or gynecological surgery experienced exposure of bladder surgical material. In patient 1, a (B)(6) female who underwent stamey needle plus gynemesh hernia mesh strip (ethicon) experienced bladder erosion with symptoms of urgency, pelvic pain and urinary tract infection (positive culture for e.coli). She was treated with transvesical (percutaneous intaluminal access) laparoendoscopic single site surgery (t-less). At a follow-up of 6 months, she presented mild irritative symptoms. At last visit, she had mild irritative symptoms and had a stage ii/iii cystocele.